Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient cable of the mobile power unit was loose at the rubber end around the black and white connector. The unit's battery latch was damaged as well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported damage to the battery door cover of the mobile power unit and loose rubber end of the patient cable were confirmed via visual analysis. The heartmate mobile power unit (serial #: (B)(6)) was serviced on (B)(6) 2022 at the abbott european distribution center (edc). The patient cable was loose at rubber end around black and white connector and the battery door cover on the housing was damaged. The system was booted up as expected. The system functioned as intended and the unit passed all testing. The patient cable and battery door cover were replaced, and the system was placed in the abbott rental pool after being serviced. The patient cable was forwarded to the abbott product performance engineering (ppe) lab for further analysis. The mobile power unit patient cable was connected to a test mobile power unit and test system controller and was able to operate as intended on a mock loop with no issue. There were no issues with the patient cable. The root cause of the reported damage was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.